Event description:
Pt with a history of afib was undergoing elective cardioversion. Machine not set to synch mode, 200j delivered, and pt. Developed vfib requiring CPR, epinephrine, and defibrillation. Pt, was resuscitated, stabilized, and discharged home the next day in stable condition.